Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the cart transformer contributed to the imaging issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image when the scope was inside the patient. The event occurred during procedure and there was no patient harm or user injury reported due to the event. This reported is related to patient identifiers. (B)(6).

Manufacturer narrative:
A field service engineer (fse) spoke to the customer to troubleshoot the device. The fse advised the customer to bypass the transformer and ups. The customer had the light source/processor plugged into the wall that was bypassing the cart transformer. The fse advised that a medical grade surge protecter was required to be used. The customer spoke to the fse at later date and confirmed that the issue was resolved since bypassing the cart transformer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.